Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition and found insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the (rv) lead. The patient was in stable condition.

Manufacturer narrative:
Correction: a1, a2, a4, d4 and h4. Wrong serial and patient information originally given.

Manufacturer narrative:
Correction: h6 product not returning.